Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the device exhibited myopotential oversensing and inhibited pacing. No intervention was performed. The patient would continue to be monitored with routine follow-up.